Event description:
The customer reported that the system appears to be taking x-rays but no image displayed on the left monitor. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the fuse f2 was loose in the socket and required only a small bump to lose connection causing the left monitor to lose 12vdc. He stretched the spring out inside the fuse holder to facilitate better contact. The system is functioning as intended.